Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated that the vhr diagnostics were missing/invalid. Concomitant medical products: 694765, lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that alerts were triggered due to noise and a high number of short interval counts (sic) on the right ventricular (rv) lead. Also, the high rate non-sustained episodes could not be located. The episode log storage was frozen on the implantable cardioverter defibrillator (ICD) due to episodes occurring prior to the last session. The lead was revised and the device was explanted and replaced. No patient complications have been reported as a result of this event.